Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The procedure was to treat an aneurysm in the right carotid artery. The patient was treated with boston scientific gdc coils and a enterprise stent. Patient's post procedure medication included plavix and aspirin. A month after the procedure the patient finished plavix and was only taking aspirin. A week later the patient had an embolic stroke. Patient's treatment was IV heparin and restarting plavix. Patient fully recovered with no residuals one month after the event.